Event description:
Additional information was received and reported a loss of therapeutic effect and stated that "it isn't working." The patient was not feeling any stimulation on her right side since (B)(6) 2012. She received 3 steroid injections between (B)(6) 2012 and (B)(6) 2012 but they did not work due to scar tissue. The patient outcome is unknown at the time of this report.

Event description:
It was later reported that she could not feel stimulation on her right side and had a revision done on (B)(6) 2013. Her right side has not worked in 1.5 years and she would have to turn the stimulation up to 7.5 before she could feel anything on the right side. She would like to have her ins reprogrammed. It was clarified that in (B)(6) 2013 the lead wires were found broken on the right side and would not work which led up to the (B)(6) 2013 revision. She had a post op appointment on (B)(6). She has no stimulation and has only experienced pain and suffering since the revision.

Event description:
Additional information received reported that during the revision procedure, the impedances of the leads were measured independently of the ins. The right lead was found to have impedances greater than 10000 ohms. The right side lead and anchor were then removed and replaced with a normally spaced lead. The stimulation pattern was then checked with the patient and found to be optimal and acceptable. A spot radiograph was taken and the lead was then secured with an anchor and the position was verified with a second spot radiograph. The original left lead was then pulled into the lumbar wound from the ins pocket. Both leads were then tunneled at the same time to a new pocket that had been extended ¿somewhat lateral.¿ it was noted that copious amounts of irrigation fluid and adequate hemostasis was obtained. It was also noted that the new pocket held the battery ¿very well.¿ impedances were checked and found to be optimal prior to final skin closure. The patient was to be discharged home with antibiotics and pain medication with a follow up appointment scheduled in one week.

Event description:
It was reported that the patient wasn't feeling any stimulation sensation on her right side at 10.5v but felt everything on the left side at 7.30v. The patient stated, the stimulation would "kick in" in certain positions. The symptoms started following a car accident (B)(6) 2012. The patient reported getting epidural steroid injections for pain relief. An x-ray was taken and the physician stated, the lead is fine. The patient had an appointment scheduled for (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported by the patient that 'after ten months, four x-rays, five doctors, and three representatives, a new representative told the patient they had no connection on their right side and that their wires were broken.' It was noted the patient 'would have to wait until they had time to let the new lead wires scar in.' The patient had three epidural steroid injections during this time and also had to be taken to the emergency room in horrible pain and was told after the x-ray that they had 'pulled major back muscle but no mention of broken leads.'

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3777-45, lot# v569219033, implanted: 2010 (B)(6), explanted: product typ lead product ID 3777-45, lot# v568121012, implanted: 2010 (B)(6), explanted: product typ lead product ID 37752, serial# (B)(4). Product typ recharger product ID 37743, serial# (B)(4). Product typ programmer, patient product ID 37092, lot# 240620003, implanted: 2010 (B)(6), explanted: product typ accessory. (B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient just had the right lead revised. There were no product defects reported against the implantable neurostimulator (ins). It was noted that the patient had not turned on the stimulation since the revision surgery and was reprogrammed on (B)(6) 2013 by the manufacturer¿s representative. It was reported that the patient had not been using the ins therapy since the revision for unknown reasons. No additional information was obtained from the hcp. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the implant tilted and was painful. The site swelled and pushed against a nerve. The patient was scheduled to have the lead and system removed on (B)(6) 2013. The device worked for one year before the patient started to lose stimulation on the right side and it took her healthcare provider (hcp) ¿almost two years to work it out.¿ this was referring to the lead revision. The hcp¿s office reportedly told the patient that she ¿self-discharged¿ on (B)(6) 2013.

Event description:
Additional information received reported the patient was still having concerns about her device; it still did not work on her right side. The patient felt her doctor had not really done anything to check her device. It was reported the patient had stimulation on both her left and right sides prior to her car accident. It was noted the patient had an appointment in (B)(6).

Manufacturer narrative:
(B)(4).